Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the surgeon felt that it had a "defect." In a follow-up, the surgeon reported that with the initial lens, the patient had ucva 20/40, bcva 20/20; but was seeing haze off of objects due to the linear "defect" in the iol material observed on slit lamp examination. He reported that both he and the patient decided to exchange the iol for the refractive correction and for the haze. He reported that the symptoms have resolved with iol exchange and the patient has a ucva 20/20.

Manufacturer narrative:
Evaluation summary: the lens was returned submerged in clear solution. Haptic and optic damage were observed. Lens bench test could not be conducted due to the optic damage. Product history record review indicated that the lens met release criteria. Questionnaire indicated the presence of a linear defect. This may have been an interpretation of the split/cracks present on the returned lens. The root cause of the complaint cannot be determined from the investigation. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. Two completed questionnaires were received on (B)(4) 2011 and 01/03/2012. (B)(4).